Event description:
An impella cp was inserted via left femoral arterial access into a 66-year-old male with cardiogenic shock, scai stage d, in the setting of post-cardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos) following mitral valve surgery. The patient was supported with ECMO, inotropes, vasopressors, and mechanical ventilatory support at the time of device use. During support, the patient experienced the following events related to the pump: stroke and hemolysis. The patient remained on advanced hemodynamic and respiratory support. The presence of cardiogenic shock, recent cardiac surgery, ECMO support, vasoactive medications, hemolysis, and the overall critical illness are known clinical and procedural factors that could have caused or contributed to the reported stroke. A comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella cp device and the reported events. The patient survived.

Manufacturer narrative:
Additional information received; b5 and h6 updated based on the information received from the clinical site.

Manufacturer narrative:
Date of explant, d6b, has been added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via left femoral arterial access into a 66-year-old male with cardiogenic shock, scai stage d, in the setting of post-cardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos) following mitral valve surgery. The patient was supported with ECMO, inotropes, vasopressors, and mechanical ventilatory support at the time of device use. During support, the patient experienced a stroke. The patient remained on advanced hemodynamic and respiratory support. The presence of cardiogenic shock, recent cardiac surgery, ECMO support, vasoactive medications, and the overall critical illness are known clinical and procedural factors that could have caused or contributed to the reported stroke. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella cp device and the reported event. The patient survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Stroke: the cause of the injury was not determined due to insufficient clinical details. Hemolysis/mechanical interaction with blood: the cause of the hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis. Device history review: the device passed all post sterile inspection checks.